Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. The insulin pump passed the rewind, displacement, prime and excessive no delivery alarm tests. No excessive no delivery alarm was noted. The insulin pump was monitored and no shutting off anomaly was noted. The insulin pump had minor scratches on the display window.

Event description:
Customer reported that the insulin pump turned off automatically; customer pressed the down arrow button and it turned back on. No deliver and button error alarms shown in alarm history. Customer does not recall any significant events leading to the alarm. Blood glucose value is 276 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.